Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in clinic for a scheduled follow-up. Device interrogation revealed an increase of capture thresholds and decreased sensing in the right atrial lead. Chest x-rays showed that the right atrial lead had become dislodged. The patient was reported to an incident of falling coinciding with this event. The lead was explanted and replaced on (B)(6) 2018. Patient was stable post procedure.